Event description:
It is reported that the device was implanted in 2008 and was revised seven months later, due to the hinge post loosening (unthreading) from hinge assembly causing knee to dislocate and poly to dislodge.

Manufacturer narrative:
Evaluation summary - the loosening of the hinge post extension can result if it is initially under torqued. Tightening of the hinge post extension to the required torque of 130 in-lbs is critical for the proper functioning of the parts. It is unknown if the hinge post extension was initially torqued to the required 130 in-lbs. The parts were not returned and x-rays were not provided for evaluation. The cause of the loosening of the hinge post extension could be definitively determined based on the available information. Evaluation - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.